Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A seventy-one-year-old man presented to the hospital with chest pain and shortness of breath. He was taken to the cardiac catheterization lab (ccl) for percutaneous coronary intervention (pci) and while vascular access was being obtained, he deteriorated. Decision taken to insert impella cp prior to pci. Pump implanted but purge not connected. Abiomed staff in route to hospital called for advice and recommended change pump out due to risk to motor unit. Pump removed but patient developed cardiac arrest and was treated with successful return of spontaneous circulation (rosc). As new impella cp was being primed patient developed cardiac arrest again and a decision was reached to withdraw treatment. Patient expired.

Manufacturer narrative:
Corrected: d4 (serial & catalog). Cardiac arrest: the cause of the injury was unable to be determined due to insufficient clinical details. Priming problem: no logs were returned. The cause of the priming problem cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Manufacturer narrative:
A12 removed from h6. A1414 added to h6. Corrected data, d1 updated/corrected. The investigation is still ongoing.